Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) underwent atrial fibrillation (af) cardioversion and required external defibrillation for an unspecified reason. Attempts to obtain additional clarifying information was unsuccessful.